Event description:
It was reported that a cassette is causing repeated no disposable alarms despite troubleshooting including removing cassette, cleaning sensor, pressing down on green spring, massaging tubing, and reattaching pump and securely seating. Repeated alarm on two pumps. Switched to backup cassette with a different lot number. No further alarms. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Initial reporter is unknown.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.